Event description:
It was reported that a lead revision was performed due to lead dislodgement. During the procedure, there was a problem with the grommet and setscrew during re-implantation of the device. After several attempts the physician elected to replace the implantable pulse generator (ipg). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).